Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure 7mm extended length endoscope s/n (B)(4) image is blurry. Warranty expired (B)(6) 2021.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3- if other provide code -explain corrected to - device not returned. Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned. H3 other text : device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure 7mm extended length endoscope s/n (B)(6) image is blurry. Warranty expired mar/25/21. There was no patient involved.